Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) has been confirmed. Upon investigation the monitor failed incoming testing. The cause for the communication failure was isolated to a pinched wire in the monitor's electrode belt cable receptacle. The root cause for the pinched wire could not be positively identified. No adverse events resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.